Event description:
A report was received of a skin injury after use of the medium torso pads for the patient warming device. During an aortic valve replacement surgery, the patient was placed on the warming pads for five hours and fifteen minutes, which was removed after the surgery. Five to six blistery hives, ranging from 1-4 cm circumference was noted on the left side of the patient's back, level with left axilla, in the fatty fold of crease just prior to axilla. Several tiny blisters had been noted on the right side, but all had "popped" or burst, and only a small area of redness remains. The patient was recommended to see the facility wound care nurse to assess treatment. Kimberly-clark has no independent knowledge of the event reported above but is relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
No product will be returned for evaluation. The patient has an allergy to penicillin. We cannot determine if the reaction was to the penicillin derivative given prior to surgery or the thermal pad used during surgery. Without the product involved with the incident to evaluate, no conclusion can be drawn.